Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events which appeared consistent with pump operation being affected by magnetic resonance imaging (MRI). Additionally, a direct correlation between the device and the reported patient conditions could not be conclusively established through this evaluation. The submitted log files captured alarms and fluctuations in pump parameters on (B)(6) 2023 which appeared consistent with the device's operation being affected by MRI. The events ultimately resolved within a few minutes, with no further notable events were observed. The pump appeared to have operated as intended at the set speed prior to and following the MRI scan. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, are both currently available. Both the IFU and patient handbook warn against subjecting patients implanted with the heartmate 3 lvas to magnetic resonance imaging (MRI) as the device contains ferromagnetic components. MRI can cause pump failure or patient injury. It is also advised that heartmate 3 patients stay away from radio frequency-shielded rooms of MRI suites. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 6 of the IFU, ¿patient care and management,¿ states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient went through magnetic resonance imaging (MRI) machine in an outpatient setting. The patient reported going to the machine for a brief second reporting having all kinds of alarms and felt like something was coming out of their body. The patient had low flow alarms for 2 minutes 43 seconds. The patient was asymptomatic at the time. The patient was brought in for observation. International normalized ratio (inr) was supratherapeutic, receiving vitamin k so far, no further alarms on lvad. The patient was feeling good. Echocardiogram (echo) was pending. Use of diagnostic MRI is contraindicated in any patient with an implanted lvad. The presence of ferromagnetic parts within the pump makes exposure to strong electromagnetic fields a risk factor for acute pump failure or patient injury. The first events captured in the event log on (B)(6) 2023 at 1205 were lvad internal faults/low speed advisories with zeroes for motor speed and pi with pump powers noted around 27-28w. The vad rotor was displaced during this time. This continued until (B)(6) 2023 at 12:06 when the motor speed returned to the fixed speed and the vad numbers returned to baseline. It appeared that the vad returned to normal function after the MRI. The log files also noted several low flow events (B)(6) 2023 at 07:14 through 07:33 where the calculated flow was at the 1.9 lpm threshold but was not sustained long enough to trigger the audible alarm. The patient was discharged on (B)(6) 2023 without any alarms or further issues.